Event description:
It was reported that a patient's implantable cardioverter defibrillator fell into backup operation. The patient was described as stable, but no further information was provided.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause re the reported event will continue to be monitored and trended.